Event description:
Event description: patient in the ep lab for laac with watchman. This appendage had a difficult approach. We started with a trusteer sheath and 27mm flx pro device to close the appendage with unacceptable results. The physician deployed the 27mm device and recaptured (partial and full) the device approximately 10 times. We then decided to change the device size to a 24mm flx pro with a single curve fxd sheath to attempt a rather posterior/inferior position on the appendage. This device was deployed and recaptured (partial and full) approximately 8 times. The physician wanted to make another attempt with the original trusteer sheath and a new 27mm flx pro device. While prepping the equipment for the attempt, the physician noticed a pericardial effusion by ice imaging. It was decided to proceed with the final attempt at laa closure, which was a success on this attempt. The 27mm flx pro device was deployed, made pass and released. The physician then accessed the size of the effusion, now measuring 5mm at the cardiac apex. The physician then wanted to drain the effusion. Patient was prepped for the pericardial tap procedure and 240ccs of blood was drained from the pericardium and returned to the patient via central venous IV through a filter, per hospital protocol. The patient remained stable during the watchman procedure and pericardiocentesis with heart rate remaining steady at 70-80 bpm and bp stable at 120-150 mmhg systolic. The patient was also administered protamine per physician direction. The effusion was stopped; the patient transferred to a ccu unit for observation. Additional information received 02-mar-2026 patient complications: pericardial effusion in the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes, please describe the way in which the device or procedure caused or contributed to the patient complication? Pericardial effusion was identified while switching the sheath and device after multiple deployments and recaptures. Medical or surgical interventions: pericardiocentesis was performed in the ep lab. This resolved the pericardial effusion patient admitted to hospital beyond the standard of care: yes, patient outcome: expected to fully recover question: what imaging technique was used during implant (tee, ice etc.)? If ice was used, which type/brand of ice catheter was used? Answer: biosense webster 2d ice catheter was used for imaging. Question: was there a pericardial effusion (pe) noted on echo before the procedure, and if so, what was the presumed cause? What was the size and location of the effusion prior to the procedure and how did that compare to the appearance of the effusion after the procedure? Answer: no pericardial effusion was noted prior to case start. The presumed cause from the physicians was the numerous equipment exchanges. Question: please clarify if there was a pericardial effusion, tamponade, perforation- or all the above (was there a simple collection of fluid around the heart without major clinical effect, or was there a cardiac tamponade (compression of the heart by an accumulation of fluid in the pericardial sac resulting in hemodynamic compromise)? Answer: pericardial effusion, no evidence of tamponade. Question: when during the procedure did the pe occur (trans-septal puncture, was entry into la/laa, pigtail entry into la/laa, deployment of implant, recapture attempt, etc.) Detail what devices were being used during the event and leading up to the event. Is it possible to pinpoint when it occurred? (Via imaging etc.)? Answer: the physician believes that the pe occurred during the 24mm flx pro device deployments/recaptures with the single curve sheath. Question: what was done to manage the pe (pericardial tap, cardiac surgery, auto-transfusion)? If pericardiocentesis was completed, what color was the fluid (bright red or duller colored) and how much fluid was removed? Answer: pericardiocentesis was performed in the ep lab by the physician. The patient remained pain/discomfort free and stable. Question: was the implant deployed into the laa despite occurrence of effusion, or was procedure aborted after effusion was discovered? Answer: yes, a new 27mm flx pro device was placed in the laa successfully. Question: was the pe noted to occur after the procedure? Answer: no, during procedure. Question: when was the pe discovered, i.e. How long after the implant procedure answer: pe discovered during procedure, prior to laa closure. Question: if surgery is performed was the laa ligated, perforation repaired, device explanted or does it remain implanted, etc answer: no surgery. Question: what trans-septal puncture device was used? Answer: nrg with a preface fixed curve sheath. Question: was a pigtail used during the procedure? If so, what type of pigtail? Answer: I believe it was a cordis 6f angled pigtail. Additional information received 10-mar-2026: question: you noted that the safari was the wire used to deliver the watchman sheaths. Did the safari remain in position during all the of the device exchanges? Answer: yes, the 0.035" safari wire was the wire used for all the exchanges. Question: did the physician experience any difficulty with the safari? Answer: no positioning of the safari wire was noted; it worked as it should. Question: was there any reason to believe that the safari contributed to the pericardial effusion? Answer: I cannot ascertain if the safari wire contributed to the effusion. Question: was there any observed damage to the safari2 guidewire prior to or after use (e.g. Kinks, bends, coil damage, etc.)? Answer: I did not appreciate any kinks, bends or damage to the safari wire. Question: please provide a list of all devices used during the procedure, including the model, brand name, and size. Answer: ·watchman trusteer sheath. 17f od. Ref. # (B)(4). Lot # 38350548. ·watchman single curve sheath. 15f od. Ref. # (B)(4). Lot # 31536677. ·watchman flx pro device. 27mm. Ref. # (B)(4). Lot # 37931839. ·watchman flx pro device. 24mm. Ref. # (B)(4). Lot # 37290689. ·watchman flx pro device. 27mm. Ref. # (B)(4). Lot # 38076503.

Manufacturer narrative:
This report is being filed as a good-faith effort based on the information available. There is no known malfunction of the safari2 device, nor any established relationship between the device and the reported adverse event. Pericardial effusion and additional surgical procedure are identified risks and are listed as potential adverse events in the device's instructions for use. The device was discarded by the end user facility; therefore, no visual or physical analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: ·the safari2 guidewire should be used only by physicians trained in the introduction and placement of interventional devices including those used within transcatheter aortic valve procedures. ·carefully read all instructions prior to use. Observe all warnings and precautions. Failure to do so may result in complications. ·monitor wire position throughout the procedure for proper placement of the curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. ·the curve of the safari2 guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. ·the safari2 guidewire is manufactured with a double curve; attempts to modify may alter its performance. Alterations to curve may lead to complications including perforation or dissection, mitral valve regurgitation, pericardial effusion, cardiac tamponade, cardiac arrest and guidewire replacement. As indicated in the device instructions for use: 1. Ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2. Carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3. After inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4. Insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5. Carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6. Remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7. Advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B. The safari2 guidewire is pulled back completely into the catheter. C. The safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. Attempts were made to gather additional details; however, no further information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to the system requires a value in h6(g).